Event description:
The hospital reported that there has been a patient injury during a procedure and while using this gastroscope. It is unknown what the extent of the injury was. The sales representative has been contacted in reference to this incident, and he provided the following information: "during a procedure a non-olumpus forceps was broken, thereby causing the injury to the patient. The gastroscope was not suspected to cause the injury." There was no further information obtained regarding this incident.

Manufacturer narrative:
The gastroscope was returned to olympus for investigation. The investigation revealed that the image and switches are within specification. The instrument channels and cylinders were examined with the use of a rigid telescope and boroscope. There were scrape marks and shear marks noted in the instrument channels. However, there were no foreign objects or material observed in the instrument channels. In addition, there were six broken frayed wires but not protruded that were observed on the mesh of the bending section, which is due to wear and tear. Several attempts were made to the hospital to obtain additional information regarding this event but no result. This report is being filed as an MDR in an excess of caution.